Event description:
Customer reported, during daily check of device, a fault condition was displayed. No reported patient involvement. Reported condition was not duplicated by service representative. Proper operation was confirmed.